Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was suspected of depleting prematurely. A request was made to have data from the device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.